Event description:
It was reported that during an unk procedure, the device staples were unformed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.